Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.